Event description:
Routine complaint investigation when a consumer reported receiving imprecise successive readings on their blood glucose meter. The results, when plotted on a parkes error grid, fell into the "d" zone showing the diference in the readings to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.